Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma /seroma with swelling pocket and pain after implantation of the implantable cardioverter defibrillator. No further information was available at this time.